Event description:
It was reported that a patient fell to floor while being transferred to the trolley, due to the rotation brake allegedly failing to hold table top. No patient injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.